Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat pelvic relaxation and vaginal prolapse along with the concurrent procedures of culdoplasty and perineoplasty.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedures of anterior and posterior colporrhaphy/ repair, colpoplasty, retropubic suburethral sling procedure with high colpoclesisis (lefort type) performed during mesh implantation. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and in-fast ultra transvaginal sling were implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 and cook surisis graft was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2011.